Event description:
It was reported that patient was complaining that the inflatable penile prosthesis (ipp) device was difficult to pump. It was sticky. The pump was removed and replaced with a new pump. No adverse patient effects. Additional information was received. The pump was getting stuck and would not pump. Issue was first noticed shortly after implantation.